Event description:
The customer reported to olympus, the front panel turned off after the alarm sound was generated on the high flow insufflation unit. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred due to a faulty main board. The cause of this fault was unknown.

Event description:
It was reported that the procedure was delayed, however, it was unknown how long the procedure was delayed for. The patient was under general anesthesia. The procedure was completed using a similar device. The device used was unknown.

Manufacturer narrative:
This report is being supplemented to provide updated information based on the follow-up questions reply by the customer (b3), (b5) and also, the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that it was surmised that the reported phenomenon ¿blackout caused by faulty main board¿ occurred due to faulty main board. Since the repair department could not confirm further causes, the root cause of the faulty main board could not be identified. Olympus will continue to monitor field performance for this device.